Manufacturer narrative:
Updated data: b5, d4, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that prior to the valve implant, the patient had low flow and low ejection fraction.

Event description:
It was reported that following the implant procedure of a transcatheter valve, reduced cardiac function was observed. Subsequently, percutaneous coronary intervention (pci) was performed due to the patient's pre-existing occlusion myocardial infarction (omi). During the pci, the guidewire "migrated" within the heart, and a cardiac tamponade and cardiac damage occurred. Therefore, open-heart surgery was performed with a ventricular assist device to achieve hemostasis. Following the pci, the patient remained in a low cardiac output state. Circulatory support was provided using intra-aortic balloon pump (iabp), a non-medtronic heart pump, and continuous hemodiafiltration (chdf). Eventually, circulatory support was removed, but the chdf continued. Subsequently, the patient developed respiratory distress syndrome (ards), and extracorporeal membrane oxygenation (ECMO) was initiated. However, recovery was not achieved and the patient's cardiac function further deteriorated. Approximately one month following the implant of the valve, the patient died. The cause of death was reported to be due to low cardiac output. Per the physician, there was no causal relationship between the death and device or implant procedure.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.